Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer's blood glucose was 200 mg/dl and sensor glucose was 65 mg/dl at the time of incident when it triggered threshold suspend. The representative explained to the customer how the glucose travels in the body. The sensor will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of one random opened and used enlite sensor. Performed the continuity resistance test and the sensor failed the test.